Event description:
It was reported that some cartridges were observed to have slightly crooked tips causing a slight bulge. This issue was noted to make the implantation of intraocular lenses (iols) difficult. There were approximately 2 or 3 units, but they are not available for evaluation. The issue was observed during the procedure. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1 - telephone number:(B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.